Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative could not duplicate the defect, but adjusted the x-ray shield. The system was found to be operating as intended.

Event description:
The customer reports the 6600 system does not display an image and an error message for the foot pedal switch. No pt injury was reported.